Manufacturer narrative:
Spiration valve model number(s), the total number of devices placed and the treatment indication could not be determined. Attempts were made to obtain healthcare provider information in order to investigate the patient reported event; however, no healthcare provider information was provided.

Event description:
Patient contacted gyrus acmi, inc. One month after placement of spiration valve(s). Patient indicated he experienced post-procedural complications and was hospitalized for twelve days. After discharge from hospital he indicated that he was experiencing weakening of legs, shortness of breath, requiring him to sit down to catch his breath after walking. Patient indicated he had contacted his physician and was advised to go to the emergency room. No other information available.